Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This report will be updated when investigation is completed. This event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to discomfort and pain.